Event description:
It was reported that the right ventricular (rv) lead had noise, non-sustained ventricular tachycardia (nsvt) episodes, and short v-v intervals. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.